Event description:
Patient reported experiencing symptoms: frequent headaches, forgetfulness, extreme fatigue, anxiety, and strange rashes.

Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5114859. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.